Event description:
While patient, with an intra-aortic balloon pump (iabp), was being transported from one facility to another facility, the iabp unexpectedly shut off twice. Iabp swapped out to new console immediately upon arrival to new facility.